Event description:
Voluntary medwatch received states a patient's right ventricle lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157681.